Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site and replaced the power cord. The power cord was a scrap item and will not be returned to isi. The system was tested and verified as ready for use.

Event description:
It was reported that the vio generator power cord was damaged, with the earth pin having come off. There was no report of patient involvement.